Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The field service engineer (fse) found traces of sodium hydroxide detergent (naohd) crystallization on the reaction cuvettes. There was a damaged valve affecting the consumption of the acid solution. The fse corrected these issues, and the customer had no further concerns. The investigation determined the root cause was an improperly working valve in the rinse unit.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for sodium (na) on a cobas 6000 c501 module. The initial result was 160 mmol/l. A new sample was obtained, and the result was 135 mmol/l. On (B)(6) 2025, the original sample was repeated with a result of 138 mmol/l. The 2nd sample was repeated with a result of 138 mmol/l.